Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery or occlusion alarm due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The customer¿s blood glucose was 251 mg/dl. Customer reported that the act button was not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.